Event description:
The customer stated that paramedics were called, because she was suffering from hypoglycemia. The reported blood glucose reading was 73 mg/dl. The customer stated that her husband treated her with glucagon. Troubleshooting was performed, and found that the insulin pump was programmed correctly. The displacement test passed. The customer declined to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.